Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 (mg/dl) after delivering too much insulin for the food they had consumed. Reportedly, this was due to the customer over-estimating the amount of carbohydrates they had eaten. A soda and protein were consumed to address bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.